Event description:
During an esophageal dilation (egd) procedure, a balloon was inserted and the esophagus was being dilated when the balloon burst. The process had to be started over with another balloon and the procedure was completed. There was no pt consequence. The balloon was discarded. Please note that multiple attempts to acquire additional pt and procedural info has been requested and has been unsuccessful.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.